Event description:
Additional information received reported the patient experienced ¿injuries¿ caused by a ¿defective¿ device system. No further information was provided including what the specific injuries consisted of. Should additional information be received, a supplemental report will be submitted.

Event description:
It was reported the patient has had numerous pumps over the last decade and had experienced numerous pump problems related to malfunctioning pumps. Reportedly, the pump caused the patient considerable harm and personal and economic injuries. It was unknown what drug the pump was being used to deliver. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
Supplemental submitted to correct pump serial number. Additional review found the correct serial number of (B)(4).